Event description:
It was reported by the medtronic representative that the patient's device did not record a "picture" of impedances during a second interrogation of the device. No other information is known about this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.